Event description:
A patient was undergoing a laparoscopic bilateral inguinal hernia repair with mesh with 3-d max mesh. After procedure physician reported that the endoshear had burned the tissue inside the patient due to the insulation being damaged. Despite the burn the procedure completed without any untoward complications from the procedure.